Event description:
It was reported that three weeks after an initial right knee arthroplasty, the patient underwent a revision surgery due to a medial plateau fracture. All components were revised. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf uni cmntls tib sz a rm; item# 166846; lot# 67183204. Oxf twin peg cmntls fmrl sm; item# 161473; lot# 67236414. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.